Manufacturer narrative:
(B)(4)

Event description:
Related manufacturer reference: 2938836-2017-02194. During delivery of high voltage therapy defibrillation was interrupted due to low impedance. The device was reprogrammed to resolve the issue and adequate therapy was delivered. The ICD and lead were both explanted and replaced. The patient is doing well.

Manufacturer narrative:
Programmer printouts indicated that the device detected ¿possible high-voltage lead issue¿, which aborted the hv shock. Hvli was <10o. The device was tested on the bench after it was returned, and no anomaly was found. The cause of the reported field event could not be determined.